Manufacturer narrative:
The insulin pump had motor error alarm during the basic occlusion test due to faulty force sensor resistor. The insulin pump passed displacement test, self test, and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display noted during testing. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted during testing. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not working. The customer reported that the insulin pump had a blank display. The customer stated that the blood glucose was running between 70 mg/dl to 250 mg/dl. The customer stated that the issue persisted with the replacement battery cap. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.